Event description:
It was reported that a user on the ilet for approximately one to two weeks experienced sustained hyperglycemia with ketones over one to two days, and upon removing the insulin cartridge, the caregiver observed insulin remaining in the chamber, suggesting the pump did not deliver the expected dose. Symptoms included hyperglycemia and ketonemia. Outcomes included no reported hospitalization or medical intervention beyond caregiver management and planned retraining. Investigation included a complaint intake review and planned user retraining. Investigation of this case revealed an undetermined cause with no device alarms reported by the user. It was concluded that the event was user-reported hyperglycemia with ketones with cause not determined and no confirmation of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.